Event description:
A home pt contacted baxter technical services and reported that his machine was leaking where the tubing goes into the cassette door during initial drain while using the homechoice system. The technical services rep assisted the pt with the end of therapy procedure and the pt will start over with new supplies. There was no pt injury or medical intervention reported at the time of the incident.